Event description:
Arterial & venous catheter extensions replaced 4/1/98 at 4:00 pm due to recall of extensions from medcomp. At 7:30 pm the venous extension separated from the catheter. The pt was treated in the emergency room where catheter adaptor was replaced and the pt rec'd vancomycin 1 gram IV.